Manufacturer narrative:
Taper unknown. Medwatch sent to FDA on: 01/26/2011. The product associated with this report will not be returned. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Displacement is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of displacement as follows: "care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity, or subsequent surgery." "Migration of the band and/or tipping of the access port can occur, resulting in reduced weight loss, weight gain or other complications, and possible reoperation to remove or reposition the device."

Event description:
Doctor reported event of "port flipping" from journal article: "analysis of poor outcomes after laparoscopic adjustable gastric banding", surg endosc (2011) 25:41-47.